Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed. The unit was taken to a programming station where it was confirmed bricked. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report they have errors displayed and the tower power button is blinking blue. The robot and console say they are trying to connect. Prior to calling the customer performed a hard power cycle on the system and checked all the blue fiber cables with no change. Customer is moving the procedure to a different room/system. The procedure was aborted to another dv system.